Event description:
It was reported that the patient had a lead revision on the day of report. Additional information received one day later reported that the patient had fallen in november and her coverage had reportedly changed. It was noted that impedances were high on the left side (electrodes 8-15). It was noted that the patient had good coverage and was doing well. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).